Event description:
It was reported that the gauze was found wet during placement of the catheter. On checking, the catheter was found damaged. There was a cut at 20cm from the tip of the catheter. Therefore, it was removed and replaced with a new one. No harm to the patient occurred. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-l cvc catheter for evaluation. Signs of use in the form of biological material were noted on the catheter body. Initial visual inspection of the catheter did not reveal any defects or anomalies. After failing functional testing (see below) a cut was identified in the catheter body. The cut was smooth, consistent with the catheter body coming into contact with sharps such as scissors or a scalpel. The total length of the catheter body measured 216 mm, which is within specifications of 207-227 mm per catheter product drawing. The outer diameter of the catheter body measured 2.43 mm, which is within specifications of 2.36-2.46 mm per extrusion graphic. The inner diameter of the catheter tip measured 0.9906 mm, which is within specifications of 0.95-1.02 mm per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate pigtails." When the distal line was flushed with a lab inventory syringe water leaked from a cut in the catheter body. A manual tug test confirmed both the distal and proximal extension lines were secure in their luer hubs. A device history record review was performed, and no relevant findings were found. The IFU provided with the kit warns the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The complaint of a catheter leaking was confirmed by a complaint investigation of the returned sample. Functional testing revealed a cut in the catheter body near the juncture hub. The cut was smooth, consistent with a sharp object contacting the catheter body. A device history record review was performed, and no relevant findings were found. Based on the sample returned, and the customer description that the catheter body was leaking during use, unintentional use error - contact with sharps, likely caused or contributed to this issue. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: section d.1.-brand name corrected to arrow multilumen cvc kit: 2l 7 fr x 20 cm. Section d.4.-catalog# corrected to sa-17702-j. Section d.4.-lot# corrected to 71f21j0599. Section d.4.-expiration date corrected to 02/29/2024. Section h.4.-device manufacture date corrected to 13-sep-2021.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the gauze was found wet during placement of the catheter. On checking, the catheter was found damaged. There was a cut at 20cm from the tip of the catheter. Therefore, it was removed and replaced with a new one. No harm to the patient occurred. The patient's condition was reported to be fine.